Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-05-22. The patient reported that the shock was very traumatic. The patient reported that the shocking and pain had been resolved or she would be dead. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for non-malignant pain. The patient reported that they were walking around all day and their back was hurting and when they sat down to charge the ins, the battery shocked them ¿so bad¿. The patient reported that they took the charger off their body but was still been shocked. The patient reported that the shock was going down their left leg and over the right side and all over down the knee. The patient reported that they still feel shocking but is not as bad as it was before. It was reported that the device has been turned off. The patient stated that they were afraid to use the ins recharger now because they believe it will shock them again while recharging. It was reported that the connector on the recharger was loose.